Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain. The cause of the peritonitis event was unknown. On the same day as the onset, the patient was hospitalized for the peritonitis event. On the same day as the onset, the patient was treated with vancomycin (1 gm, every 3 days, intraperitoneally, for 2 weeks) and cipro (500mg, twice a day, orally, for 2 weeks) for peritonitis. The patient was discharged from the hospital the next day. At the time of this report, the patient was recovering from the peritonitis event. The pd therapy was ongoing. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.